Event description:
It was reported that during use with bd vacutainer® safety-lok¿ blood collection set the holder separated and blood leakage occurred. There was no patient impact. The following information was provided by the initial reporter: there was no needle exposed, but there were blood leakage. The user confirms that the luer connection was able to connect with the ¿adapter/holder¿ but the patient (a child) was scared because of the blood exposed.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, (B)(4). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® safety-lok¿ blood collection set the holder separated and blood leakage occurred. There was no patient impact. The following information was provided by the initial reporter: there was no needle exposed, but there were blood leakage. The user confirms that the luer connection was able to connect with the ¿adapter/holder¿ but the patient (a child) was scared because of the blood exposed.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and another 8 retention samples by functional testing, each used to draw 6 tubes, and no issues were observed relating to holder disconnection / leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode holder disconnection / leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.